Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: therapy date: unknown. 42557000114 - stem extension tapered - 65039977. 42522400910 - articular surface fixed bearing - 64747050. 42500606602 - femur cemented - 64958869. 00597206532 - al poly patella - 64825513. 110034355 - refobacin bc r 1x40 us - z46aaj2605. 110035368 - biomet bc r 1x40 us - az44cj2604. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01265, 3007963827-2022-00115, 3007963827-2022-00117, and 0002648920-2022-00113.

Event description:
It was reported that a patient underwent a right knee arthroplasty. Subsequently, the patient claims to suffer from pain, especially at night, just above the knee on the right side. The patient states it feels like someone is stabbing him with a sharp knife. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available states that there was no intra-operative complication during the initial surgery. No other information was provided. A definitive root cause cannot be determined. Per package insert, pain is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable as pain was noted be resolved within 3 months post implantation and no medical intervention was required. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right knee procedure. Subsequently, the patient claims to suffer from pain, especially at night, just above the knee on the right side. Patient states it feels like someone is stabbing him with a sharp knife. As of 3 months post op, the patient reports no pain. Upon receiving additional information of the reported event, it was determined to be not reportable as pain was noted be resolved within 3 months post implantation and no medical intervention was required. The initial report should be voided.